Event description:
User reported a clinical isolate was identified on microscan hnid panel read by the walkaway instrument system as neisseria gonorrhoeae with 99% probability. The specimen was from a blood source from pt. Due to the unusual source for this organism the specimen was sent to the state health dept reference lab for confirmation. The state reference lab identified the organism as neisseria meningitidis.